Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 48 mg/dl. The patient treated with food. Troubleshooting was initiated for the low blood glucose. It is unknown if the auto mode feature was active and automatically delivering insulin during the incident. The customer identified that insulin dripped from the end of the set prior to connecting to their site. The status screen also showed 60 units of insulin despite the reservoir only containing 42.2 units. The customer did not allege delivery of insulin without user input. The insulin pump was not returned for analysis.